Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) of 422 mg/dl; cause was not known. Customer was treated with intravenous fluids of insulin and saline. Customer was released from the ER 3 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.